Manufacturer narrative:
The endoscopy support specialist (ess) provided the customer the applicable part numbers (bw-400b single use channel cleaning brush) so the facility can order the needed parts. Ess will return to the customer site once parts have been received to go through a proper in-service with the staff. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The endoscopy support specialist (ess) reported that during an onsite reprocessing in-service at the customer¿s site, it was noted that the scope was being improperly reprocessed. The ess reported that the during the in-service found the facility does not have all reprocessing accessories. The ess reported that the channel cleaning brush and air/water flushing adapter have not been used and there was not one available in the department. There was no associated patient infection reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, whether or not a cleaning brush other than the bw-400b was used to reprocess or not was unclear, so it was not possible to determine the cause of the event. Olympus will continue to monitor field performance.